Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was admitted in the hospital for unrelated health issues. Upon device interrogation, the atrial lead exhibited high impedance. No intervention was reported and the patient would be monitored.